Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid via an implanted pump for non-malignant pain. It was reported that the rep was contacted on (B)(6) 2025 to shut the pump off and the rep came to the hospital the next day and reprogrammed the pump. The patient had presented with symptoms of overdose and was negative for any other drugs aside from what they were getting from the pump. The hcp would like to speak to the rep to verify pump programming and/or interrogate the pump. Ts transferred the caller to nas.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.